Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had normal dual antiplatelet treatment and no other surgical intervention. The second aneurysm had not been treated yet and will be observed conservatively. A review will be conducted after 3 months to determine how to treat it. The procedure was aborted.

Event description:
Medtronic received a report that the surgeon considered that both aneurysms in series were large and planned to use two pipelines to treat the two aneurysms separately. The first aneurysm of the posterior communicating artery segment was successfully filled with coil and deployed pipeline. The surgeon then started to treat the second aneurysm in the cavernous sinus segment. Considering that the aneurysm neck was 12mm and the distal vessel was less than 5.0, the stent would be extended, so they chose the pipeline stent. Because one pipeline had been implanted, the second one was deployed in situ. The stent catheter was in place, the stent was deployed, and angiography showed that the stent was well positioned. Another angiography was performed to check the opening status of the stent at other angles. At the end of the angiography, it was found that the proximal end of the stent had shrunk into the second aneurysm. The surgeon used the guide wire to place the stent multiple times, trying to find the proximal end of the stent, and planned to pass through the distal end and re-attach a dense mesh stent, but was unsuccessful until the end of the operation. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU.  The pipeline was used for an approved (on-label) indication. The patient was undergoing surgery for treatment of a saccular, unruptured tandem aneurysm of the left ophthalmic artery to the post erior communicating artery segment and the cavernous sinus segment with a max diameter of 10mm and a 12mm neck diameter. The landing zone was 4.1mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 1.  Angiographic result post procedure was tandem large aneurysm of internal carotid artery. Ancillary devices include a 8f+6f puncture sheath, 8f guiding+ 6f guiding guide catheter, marksman150 and echelon10 microcatheter, s ynchro14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the surgeon considered that the proximal end of the stent had fallen into the aneurysm, and planned to use a guidewire to find the proximal opening of the stent, passed the guidewire through, and established a pathway. A stent was bridged at the proximal end of the fallen stent to ensure the surgical effect. However, the guidewire did not find the proximal end of the stent, so the bridge was not successful. The pipeline had been implanted, but half of the stent fell into the aneurysm and the operation was unsuccessful. Removal by operation was very difficult and will not be removed.